Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and another drug, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. It was reported that the pump was alarming or beeping. On wednesday (B)(6) the physician had programmed the pump to stopped pump mode. The patient went in to detox on wednesday (B)(6). The patient stated that they were not informed that when the pump was turned off that the patient had to go into detox. The healthcare provider never informed the patient and the patient felt that they should have been informed. Per the patient they were told after the pump was turned off that they would go through detox for 3-4 days and the patient was shocked. The patient stated they "flipped out" in detox, having hallucinations. The patient came back home on saturday (B)(6) and per the reporter the pump alarm could be heard, both the critical and single tone alarms. Per the patient the plan was to discontinue the therapy. The reporter was concerned the pump was still delivering medication. On 2016-06-24 additional information received from the patient's healthcare provider who reported the reason the pump was turned off was patient/therapy issue. The patient was currently receiving no pain relief with the current treatment, therefore the patient would like to taper off her pain pump versus having the system removed. The patient decided to go on formal detox and have her pump turned off. Troubleshooting performed related to the alarm was noted as telemetries, analyzed without reprogramming and confirmed alarm went off. The pain pump was stopped on the patient's last office visit. Actions/interventions taken to resolve the alarm was reported as the pump alarm went off without intervention on (B)(6) 2016 at 8:05 am. The pain pump was analyzed as well as silenced its alarms. The cause of the alarm was the patient had requested to have their pump stopped on (B)(6) 2016 and preferred to proceed with immediate discontinuation of the pump. . When asked if the alarm had been resolved the healthcare provider stated the alarm went off without intervention on (B)(6) 2016 and the alarm was silenced. Additional information received on 18-jul-2016 reported the patient stated that they knew they were overdosed. The patient further stated that they overheard someone say the patient was overdosed so they couldn't go any higher and that was when they started turning the pump down. It had been ~10 weeks since the patient detoxed and the patient was still not the same. The patient had the pump removed and now the patient had a bump where the pump was located. Per the patient it had been a couple of weeks since the pump was explanted. The patient stated that the pump never helped them over the course of a year. They adjusted the dose and switched drugs but nothing helped.

Event description:
Additional information received reported the actions/interventions taken to resolve the reported overdose was a pump refill on (B)(6) 2016 had the bupivacaine dose increased in an attempt to improve the patient's leg pain without a significant change in her. Hydromorphone which should not make the patient's pain worse. On (B)(6) 2016 the hydromorphone and bupivacaine dosage were decreased by 10%. The cause of the reported overdose per the office note on (B)(6) 2016 reported the patient's dna testing results showed that the patient was a moderate risk for opioid abuse along with a high pain perception sensitivity (she disagrees) as well as a great metabolizer of hydromorphone, hydrocodone, ibuprofen, tramadol, oxycodone, gabapentin and suboxone. Not a great metabolizer of morphine, fentanyl, tylenol, and cymbalta. Since the patient continued to have bilateral leg pain that adversely affects her daily life and she was tolerating her pain pump therapy without adverse effects along with the direction of the physician, her pain pump therapy concentrations were decreased to allow a 15% decrease in her bupivacaine dose without a significant change to the hydromorphone dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.